Manufacturer narrative:
A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. Upon deployment of the aortic body proximal stent, the patient reported difficulties breathing and feeling hot, and was treated for an anaphylactic response and stabilized after polymer fill of the aortic body stent graft, contrast was observed near the stent graft on fluoroscopy, and the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer. The patient experienced hypotension and anaphylactic shock and was treated for a hypersensitive reaction per the device IFU and was stabilized. The iliac limb stent grafts were deployed without incident. The final angiogram showed the presence of a potential type ii and/or type iii endoleak. The patient was sent to ICU following the implant procedure. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively determined with the information available. The results of the clinical assessment showed moderate thick calcium in the sealing zone which may have contributed to this event; however, this could not be definitively confirmed without a review of the device which remains implanted. In addition, a review of the pre-implant CT showed a distal aortic stenosis of 75% and a distal aortic dissection was present that was not included in the event as reported. Based on similar reported events, the emptying of the polymer syringe and intravascular leak of polymer was likely a result of a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft. As of the date of this report, there have been additional patient sequelae reported. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture. A field safety notice (fs-0009) was released on 8/6/2018 to communicate the risk of polymer leak events with the ovation device under circumstances in which the device is not used in accordance with the device instructions for use.